Event description:
It was reported that the patient experienced an urgent low glucose reported at a value of 40 mg/dl while using the ilet system with a dexcom g7 continuous glucose monitor (cgm) after overnight automated corrections following a high post-dinner glucose reported at 311 mg/dl, with continuous downward trend until treated; caregiver-administered oral carbohydrates, and glucose subsequently stabilized. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included temporary interruption to usual activities due to the hypoglycemic event without emergency care. Investigation included review of reported glucose trends, alarm activity, meal announcement practices, and troubleshooting and education with the caregiver. Investigation of this case revealed that a likely underestimation of the meal size and subsequent prolonged hyperglycemia triggered corrective insulin dosing, which, combined with ongoing system adjustments, contributed to late hypoglycemia; device alarms functioned as designed and guided timely treatment. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement inaccuracy with appropriate device performance.

Manufacturer narrative:
Initial.